Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380

Event description:
It was reported that patient faced issues with infusion set tubing caught and adhesive removed led to high blood glucose treated with manual injections event on (B)(6) 2024. No further information available.